Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that low impedance and externalized conductors were observed. The lead was explanted and replaced.

Manufacturer narrative:
Visual inspection found internal insulation abrasion at 10.0-11.3cm from the distal tip. The etfe coating was intact at this location. A melted area was found in the svc shock coil at 20.5cm from the tip. The rv conductor was visible due to the internal insulation abrasion. The etfe coating was abraded at this location. The rv conductor came in contact with the svc shock coil causing a short. The short caused the field observation of low lead d impedance.